Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient normally feels a shock or jolt from the device, the patient described this as a normal sensation associated with charging. The patient reported that shock during charging "resets the tremor". The patient reported that he was not feeling this sensation when charging.